Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would receive persistent power loss alarms. The power loss alarms would occur when the battery was out of the insulin pump for less than 10 minutes. The patient's blood glucose at the time of incident is unknown. The insulin pump had also alarmed power error. The patient was able to clear the alarm. However, the alarms had recurred ten different times. Battery changes would not permanently resolve the issue. The insulin pump was returned for analysis.

Manufacturer narrative:
Pump not received in stuck manufacturing mode unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected pump error noted during testing. Unit passed self test. Low battery alarm and power loss alarm confirmed in the format history file and then power management parameters graph confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance on j6/pcba1. After disconnecting and reconnecting the internal battery connector on j6/pcba 1 pump was monitored and functioned properly. Unit received cracked retainer, minor scratched display window and scratched case.